Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/25/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that hands were not washed and dried prior to finger stick testing. No additional event or patient information is available. The receiver data log was reviewed on 11/09/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: wash and dry your hands before staking a fingerstick measurement.